Event description:
It was reported that the patient died, possibly related to underlying esophageal cancer. Prior to death, the patient had good response to deep brain stimulation with improvement of many parkinson disease symptoms. Receipt of the death certificate was pending. A follow-up report will be submitted if additional information becomes available.